Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator and replaced the breath delivery central processing unit. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator experienced multiple error codes and shut down. The patient was removed from the ventilator and placed on an alternate ventilator without injury or harm.

Manufacturer narrative:
Device evaluation summary: although the service engineer replaced the breath delivery printed circuit board at the customer's site, the board was returned for failure investigation and no fault was identified. The component was visually inspected with no anomalies observed. The component was attached to a failure investigation test ventilator for analysis with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.